Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead both displayed high and undefined impedances. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.